Event description:
Edwards received notification from our affiliate in france. As reported, this was a case of an implant of a 26mm sapien 3 ultra valve, in the aortic position by transfemoral approach. When the delivery system was inserted in the esheath+, resistance was noted and the valve got stuck at the base of the esheath. All devices were removed as a single unit, and it was observed that the 1st esheath+ was damaged. A second valve and commander delivery system with a non-edwards sheath were used, but the problem persisted. Therefore, the devices were removed again, and the introducer appeared bent, suggesting tortuosity. Finally, a third valve with an upsized esheath was used, and the procedure was completed without any issues, successfully implanting the valve. The event did not cause any injury to the patient, who was noted to be stable. Device evaluation confirmed that the edwards sheath was punctured, the valve was exposed and had frame damage, and the delivery system had a pin-hole on the crimp balloon.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of three manufacturer reports being submitted for this case.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined, and the following was observed: a pin-hole was observed on crimp balloon upon valve deployment during pre-decontamination evaluation of the returned device. Double-wall thickness measurements of the crimp balloon were taken and the measured components were within specifications. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon leak was confirmed based on evaluation of the returned device. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''device evaluation confirmed [...] The delivery system had a hole''. Per evaluation of the returned device, a pin-hole was observed at the crimp balloon area. It should be noted that in this case, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing. It is possible that additional manipulation was applied on the delivery system to overcome the encountered resistance during its insertion through the sheath, which may have contributed to the crimped thv negatively interacting with the crimp balloon and ultimately resulting in the observed pinhole. As such, available information suggests that procedural factors (crimped valve interaction with balloon) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.